Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there is no flashback or blood flow seen in three devices. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, there is no flashback or blood flow seen in three devices. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 367300. Lot/batch #: 2129785. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination, and another 10 retention samples by functional draw testing, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.